Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-05. H6: investigation summary: two mv0420-0006 devices were received for investigation, one in sealed packaging from lot 202034 and the other without packaging and connected to a vial. A visual inspection revealed that the smartsite of the sample received without packaging was completely separated from the vial access device. Functional testing of the sample received in sealed packaging was performed by connecting a syringe to the smartsite of the vial access device and observing for separation; no separation was observed throughout testing, with the smartsite noted to be firmly connected. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A definitive root cause for observed separation could not be determined, however it is possible that it occurred as a result of an inconsistent or insufficient application of glue, coupled with the twisting force during engagement or disengagement of the smartsite. A review of the production records from lot 202034 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to ensure that reports of this nature are minimised in future, yukon medical llc have implemented additional in-process testing of this product during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mv0420-0006 set in the past 12 months. H3 other text : see h10.

Event description:
It was reported that 15 smartsite 20mm vented vial access devices experienced component separation. The following information was provided by the initial reporter: smartsite break in 15 units of lot 202034. The failure occurred during its use, if there was a release of medication that fortunately on no occasion was with handling of dangerous medication. There was no harm to patient, it has occurred for the preparation of medication.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 smartsite 20mm vented vial access devices experienced component separation. The following information was provided by the initial reporter: smartsite break in 15 units of lot 202034. The failure occurred during its use, if there was a release of medication that fortunately on no occasion was with handling of dangerous medication. There was no harm to patient, it has occurred for the preparation of medication.